Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerned a (B)(6) asian female patient. Medical history was reported as none. Concomitant medications included insulin glargine for an unspecified indication. The patient received insulin lispro (humalog) from a cartridge via a reusable pen (humapen, unknown body type) 5 units three times a day, subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6) 2014. On an unspecified date in (B)(6) 2016, the humapen injection button was difficult to press down (pc: 3585226/ lot number: unknown). On (B)(6) 2016, around two years after insulin lispro therapy was started, she was admitted to the hospital due to ketosis. As of (B)(6) 2016, she remained at the hospital. Information regarding corrective treatments and laboratory findings was not provided. Insulin lispro therapy was continued. The patient was the patient of the humapen and her training status was not provided. The general humapen duration of use and the suspect humapen duration of use were not provided. Since humapen was not being returned, and evaluation could not be performed. The reporting consumer did not know whether the event was related; either with the humapen or insulin lispro therapy. Update 01mar2016: upon review, this case was opened to updated the medwatch and european and canadian required device reporting elements for regulatory reporting.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements evaluation summary: a female patient reported that the injection button of her humapen device was difficult to press down. She experienced ketosis. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. While the exact device model was not reported, it was likely a humapen ergo ii based on the start of the patient's therapy (2014) and product available in china at that time. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event, concerned a (B)(6) asian female patient. Medical history was reported as none. Concomitant medications included insulin glargine for an unspecified indication. The patient received insulin lispro (humalog) from a cartridge via a reusable pen (humapen, unknown body type) 5 units three times a day, subcutaneously for the treatment of diabetes mellitus, beginning in (B)(6) 2014. On an unspecified date in (B)(6) 2016, the humapen injection button was difficult to press down ((B)(4)/ lot number: unknown). On (B)(6) 2016, around two years after insulin lispro therapy was started, she was admitted to the hospital due to ketosis. As of (B)(6) 2016, she remained at the hospital. Information regarding corrective treatments and laboratory findings was not provided. Insulin lispro therapy was continued. The patient was the patient of the humapen and her training status was not provided. The general humapen duration of use and the suspect humapen duration of use were not provided. Since humapen was not being returned, and evaluation could not be performed. The reporting consumer did not know whether the event was related; either with the humapen or insulin lispro therapy. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details not provided. Update 01-mar-2016: upon review, this case was opened to updated the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 10-mar-2016: permission to conduct follow-up was received from the initial reporter on 04-mar-2016. No new adverse event or product information was received. Edit 15-mar-2016: additional information received on 18-feb-2016 from the affiliate. Updated case with product complaint reference number. No new adverse event information was received. Update 24mar2016. Additional information received 23mar2016 from the product complaint safety database. To the device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch device information, and the narrative was updated accordingly.